Event description:
It was reported the device's syringe plunger holders will not move when you squeeze the lever, and the device had a cracked bottom housing. Patient involvement is unknown.

Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found tamper seals are broken, cracked plunger case, and cracked bottom case. ?check syringe plunger sensor? Was found in the device?s event history log. To conduct functional testing the device was inspected. Upon review, the reported problem was duplicated. The dowel pin came loose from the plunger head mount from the device being dropped or mishandled by the customer, this was determined to be the root cause. The dowel pin, plunger head mount, bottom case, and plunger case were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown.